Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed via review of the provided photographs. Method & results: product evaluation and results: the device was not returned; however, photographs were provide for review. The photographs show a recently explanted head, some biological material is noted outside and inside the implant. There is also an intraop photo where the stem is shown to be completely disassociated from the stem. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem and trunnionsosis. The device was not returned; however, photographs were provide for review. The photographs show a recently explanted head, some biological material is noted outside and inside the implant. There is also an intraop photo where the stem is shown to be completely disassociated from the stem. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient is status post revision ltha due to trunnionosis and dissociation (the stem dislocated from the head. The head stayed in the cup). No additional details were provided." A stem, head, and liner were revised.